Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that the "heplock piece" of an unknown one-link set had came off the syringe. The user was flushing the patient's heplock when they untwisted the syringe the heplock piece came off with the syringe. This resulted in an open angiocath and "blood running out freely until the heplock piece was twisted back on the catheter". It was clarified that only a small amount of blood was lost. There was no report of adverse event in association with this event. Additional information was requested and is not available.